Event description:
It was reported that a patient underwent an unknown spinal procedure. Sometime post-op, the patient fell on his back and two screws were reported broken at s1. A revision surgery was done to replace the broken screws. The patient's outcome is said to be "ok". No further details are known at this time.

Manufacturer narrative:
(B)(4): the device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. A review of the device history records for these devices was not possible without additional device information.

Manufacturer narrative:
Analysis of the returned device shows that the crown is showing impactions due to tightening with a spinal rod. The deformations are asymmetrical for the first mas, consistent with the transmission of flexural loads through the connection whereas the deformations are symmetrical for the second mas, consistent with the proper tightening of the connection. The bone screw is broken at the 10 mm from the neck for the first mas and at 15 mm from the neck for the second mas. A portion of the first mas broken section is worn due to repeated contact with the two broken parts of the mas suspecting this mas broke first. The fracture appearance is of metal fatigue type, with visible lines of rest propagating across the section. The geometry of the fracture allows identification of the starting point and the direction of propagation across the section. The bone screws returned was found broken at the level of the bone thread. No defect was found at the level of the breakage. The damages observed are consistent with a fatigue damaging of the metal due to repeated flexural loading of the bone screw. The mas with the worn portion of the broken section broke first then followed by the second mas.

Manufacturer narrative:
A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.